Event description:
During a pta to the lower left leg, the balloon burst during hand injection at unk pressure. The target vessel was calcified and tortuous. There were no reported adverse effects to the pt. The procedure was terminated by another unk balloon. As per the reporting affiliate, no additional pt or procedure-specific details are available. The product is available for eval and testing; however, it has not been received to date (which is indicated as "other" under secton h3 code). Additional info will be submitted within 30 days of receipt.